Event description:
In 2005, patient had a zenith system of one main body and two iliac leg grafts placed along with one leg extension graft. Patient follow up was lost until now. In 2007, patient entered the emergency room with back pain. CT scan noted a leak. Patient was added onto the or schedule for the following day to determine a plan of action and repair of the current endoleak. Patient was taken to the or and a distal device separation was noted between the tfle and the esle on the contralateral side with a type iii endoleak. The tfle was overlapped into the main body with the last stent angulated left outside the main body and the esle was completely detached from the tfle. On the original day, a tfle was added, overlapping into the main body and landing into the external sealing the left hypogastric artery. This was ballooned with a 12x4 balloon and ran an angio and some retrograde filling was noted into the site of the aneurysm. After reballooning, a very slight blush lat noticed and physician thought it would resolve with reversal of the heparin and will do a follow-up angio in one week.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by migration of the device due to anatomical changes over time.